Event description:
The customer contacted baxter's technical service center to report feeling overfilled on the homechoice (hc) machine while being connected in fill 1. The home patient (hp) stated that he felt full and had been feeling full for a couple of days now. The hp stated that the hc went through initial drain and onto the fill cycle. The hp suddenly felt overfilled. The hp stated, he normally did a day time exchange but did not do one today. The baxter technical service representative (tsr) had the hp perform a manual drain. The manual drain equaled 4217ml; last fill volume equaled 2500ml. The patient's volume exceeded 160%. The tsr advised a swap of the hc. The tsr advised the hp to contact the peritoneal dialysis registered nurse (pdrn) for further guidance on therapy. The tsr advised the hp to remove the procard and install it into the new hc. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was insufficient drain, false empty detect, use error, and initial drain alarm setting inappropriately programmed.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.